Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The impella cp was inserted and crossed the valve and ventricular placement alarms occurred. The physician attempted to pull back and the impella cp ¿shot¿ back across the valve, and the device could not advance. The physician decided to remove the impella cp and rewire. The physician wanted to use a 45cm sheath to get passed the portion of the iliacs as it was believed to be causing too much friction on the catheter. The physician was able to gain access in the right femoral artery.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.